Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fluoroscopy showed the left ventricular lead dislodged. The lead also exhibited unacceptable threshold. The lead was explanted and replaced. The patient was in good condition.